Event description:
Reporter alleges the pt developed contractures which responded to closed capsulotomies three times. Reporter also alleges the pt had replacement of the left implant due to loss of volume and rupture.